Event description:
Customer reported the system intermittently stops working, and displays a motion control error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the orbital servo amplifier. System operates as intended.